Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included hot flashes, night sweats, hemorrhoids, meniscus tear, diarrhea, vulvovaginal discomfort, menometrorrhagia and chest pain. Concomitant products included ibuprofen, lisinopril and losartan since 2015. In 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced cyst ("cyst") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma/fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes bladder incontinence"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vulvitis ("other injury(ies) or complication (s) please describe: vulvular irritation"), weight loss poor ("other injury : inability to lose weight"), back pain ("back pain") and abdominal distension ("other injury: bloatting"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary incontinence, cervicitis, migraine, headache, depression, cyst, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, vulvitis, weight loss poor, back pain, abdominal distension and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, back pain, cervicitis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvitis and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Reported term leiomyoma was deleted and was clubbed with reported term-reproductive system disorder or condition type of disorder or condition: fibroid. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included hot flashes, night sweats, hemorrhoids, meniscus tear, diarrhea, vulvovaginal discomfort, menometrorrhagia and chest pain. Concomitant products included ibuprofen, lisinopril and losartan since 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced cyst ("cyst") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma/fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes bladder incontinence"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vulvitis ("other injury(ies) or complication (s) please describe: vulvular irritation"), weight loss poor ("other injury : inability to lose weight"), back pain ("back pain") and abdominal distension ("other injury: bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary incontinence, cervicitis, migraine, headache, depression, cyst, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, vulvitis, weight loss poor, back pain, abdominal distension, uterine leiomyoma and weight increased outcome was unknown. The reporter considered abdominal distension, back pain, cervicitis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvitis, weight increased and weight loss poor to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included hot flashes, night sweats, hemorrhoids, meniscus tear, diarrhea, vulvovaginal discomfort, menometrorrhagia and chest pain. Concomitant products included ibuprofen, lisinopril and losartan since 2015. In 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced cyst ("cyst") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma/fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes bladder incontinence"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vulvitis ("other injury(ies) or complication (s) please describe: valvular irritation"), weight loss poor ("other injury : inability to lose weight"), back pain ("back pain") and abdominal distension ("other injury: bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary incontinence, cervicitis, migraine, headache, depression, cyst, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, vulvitis, weight loss poor, back pain, abdominal distension, uterine leiomyoma and weight increased outcome was unknown. The reporter considered abdominal distension, back pain, cervicitis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvitis, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received: new event weight gain was added. Reported event verbatim of previously reported event was updated from pain to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included hot flashes, night sweats, hemorrhoids, meniscus tear, diarrhea, vulvovaginal discomfort, menometrorrhagia and chest pain. Concomitant products included ibuprofen, lisinopril and losartan since 2015. In 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced cyst ("cyst") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma/fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes bladder incontinence"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vulvitis ("other injury(ies) or complication (s) please describe: vulvular irritation"), weight loss poor ("other injury : inability to lose weight"), back pain ("back pain") and abdominal distension ("other injury: bloatting") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary incontinence, cervicitis, migraine, headache, depression, cyst, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, vulvitis, weight loss poor, back pain, abdominal distension, uterine leiomyoma and weight increased outcome was unknown. The reporter considered abdominal distension, back pain, cervicitis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvitis, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: pfs received: new event weight gain was added. Reported event verbatim of previously reported event was updated from pain to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify" and medical device monitoring error "ablation and essure performed on same day". The patient's medical history included polyp, irregular menstrual cycle, abdominal pain, knee operation, menometrorrhagia, genital irritation, endometrial ablation and uterine dilation and curettage. Concurrent conditions included hot flashes, night sweats, hemorrhoids, meniscus tear, diarrhea, vulvovaginal discomfort, menometrorrhagia and chest pain. Concomitant products included ibuprofen, lisinopril and losartan since 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced cyst ("cyst") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma/fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes bladder incontinence"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vulvitis ("other injury(ies) or complication (s) please describe: valvular irritation"), weight loss poor ("other injury : inability to lose weight"), back pain ("back pain") and abdominal distension ("other injury: bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary incontinence, cervicitis, migraine, headache, depression, cyst, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, vulvitis, weight loss poor, back pain, abdominal distension, uterine leiomyoma and weight increased outcome was unknown. The reporter considered abdominal distension, back pain, cervicitis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvitis, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: discrepancy noted: insertion date as per mr is (B)(6) 2007 no. Of coils: the right tubal ostia were cannulated and the essure device was deployed. There were two coils visible after placement , and no coils were then visible from the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain, uterine leiomyoma, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received. Reporter information, auto-narrative supplement , event: " ablation and essure performed on same day" added . Rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included hot flashes, night sweats, hemorrhoids, meniscus tear, diarrhea, vulvovaginal discomfort, menometrorrhagia and chest pain. Concomitant products included ibuprofen, lisinopril and losartan since 2015. In 2007, the patient had essure inserted. On (B)(6) 2013, the patient was found to have leiomyoma ("reproductive system disorder or condition type of disorder or condition: leiomyoma") and uterine leiomyoma ("fibroid") and experienced cyst ("cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary incontinence ("bladder or urinary problems or changes bladder incontinence"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: cervicitis"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vulvitis ("other injury(ies) or complication (s) please describe: vulval irritation"), weight loss poor ("other injury : inability to lose weight"), back pain ("back pain") and abdominal distension ("other injury: bloating"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, vaginal haemorrhage, urinary incontinence, cervicitis, migraine, headache, depression, leiomyoma, cyst, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, vulvitis, weight loss poor, back pain, abdominal distension and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, back pain, cervicitis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, headache, leiomyoma, menorrhagia, migraine, pelvic pain, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvitis and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Concomitant medication and condition added. Events ; abnormal bleeding (vaginal,menorrhagia), bladder or urinary problems or changes bladder incontinence, infection (bladder/ urinary tract/vaginal) type: cervicitis, migraines / headaches, psychological or psychiatric problems condition: depression, reproductive system disorder or condition type of disorder or condition: leiomyoma, cyst, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain, vaginal discharge, other injury(ies) or complication (s) please describe: vulval irritation, other injury : inability to lose weight, back pain, other injury: bloating, fibroid, essure confirmation test(s) conducted, specify were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.